Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the locking mechanism is damaged. During inspection the buckle did not always close/lock. Able to feed the cuff through the lock buckle, but unable to close/lock buckle consistently and cuff does not always secure/lock around the wrist. (B)(4).

Event description:
Customer reported the locking mechanism is damaged. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.